Manufacturer narrative:
Product event summary: analysis confirmed the reported event. The programmer kept on rebooting. There were also software errors noted in the error log. A software reconfiguration was performed to eliminate possible software issues. Also, the main processing unit (mpu) board was replaced. The programmer was then cleaned and passed all final functional and systems tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer kept rebooting continuously with an error code on the display. The programmer was returned for servicing. There was no patient involvement.